Manufacturer narrative:
Analysis of the 960-559 found that the tool was damaged. As reported, the tip of the probe was visibly bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the passive planar probe was bent. There was no patient present when the issue occurred.